Manufacturer narrative:
Additional information was received on 30-jun-2011 and on 06-jul-2011 in the form of investigation summaries. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 03-jun-2011 from a drug wholesaler regarding a (B)(6) year old female patient, initials (B)(6), with gonarthrosis of the left knee. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc 2ml 1/week in the left knee. On (B)(6) 2011, the second injection of synvisc was given. On (B)(6) 2011, the third injection of synvisc was given. On that date, the patient could not sleep due to pain, and the patient used diclofenac sodium suppository to treat the pain. On (B)(6) 2011, the patient presented at the clinic with swelling and edema. No action was taken with synvisc treatment, as the patient completed the regimen of three injections. Concomitant medications were not provided. The intensity for the events was not assessed. The patient's outcome was not provided. Additional information was received on 29-jun-2011 from a physician. The patient's medical history is significant for osteoporosis. On (B)(6) 2011, the patient experienced pain in the left knee. On (B)(6) 2011, the patient experienced swelling in the left knee and edema in the left knee. On (B)(6) 2011, an injection of betamethasone sodium phosphate was administered for treatment of the events. On (B)(6) 2011, the patient could not sleep because of the pain. Relevant concomitant medications reported include alendronate sodium hydrate once a week for osteoporosis. The reporting physician assessed the relationship between synvisc and the events of swelling in left knee, edema in left knee, and pain in left knee as definitely related. The patient's outcome for the events was reported as unknown.